Manufacturer narrative:
Insulin pump seated immediately during testing due to dried insulin on the motor slide. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test due to prime/fill anomaly. P-cap, reservoir locked properly in place. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. Pump received with keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was missing. Troubleshooting was performed for damage and noticed the reservoir did lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.